Manufacturer narrative:
The MFR completed the investigation and concluded that failure was caused by the presence of conductive fluid at the location of the motor driving field effect transistors (fet) on the device's therapy pca. Conductive fluid in this location can, in some cases, allow electrical current flow between the pins and components of the motor driving circuit, causing the controlling transistor to continuously power one or more of the motor-driving fets. Continuous power to the motor-driving fets can cause an increase in component heat which cannot be dissipated effectively through the component's heat sink. The increased heat can cause deformation and, potentially, voids in the device enclosure. Method (review of complaint database). The cause(s) and path of the fluid ingress could not be determined; however, the product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device should it inadvertently occur (bipap pro 2 and bipap plus, version 01, part number 1018989, page 6, section: warnings and cautions) and, also, the user manual for the concomitant remstar heated humidifier (part number 1020426, section: daily use) indicates that the use of distilled water in the humidifier device is recommended. The MFR concludes the water ingress and subsequent product failure were caused and/or contributed to by a failure of the product user to apply the MFR's care and handling instructions when using the device. Eval of the risk to users resulting from the adulteration of the device's air way included an assessment of the device's air path. The device's pt air path, which is isolated from the electronics compartment, was found to be non-compromised and is concluded to have been effective in mitigating any risk to the product user that may have resulted from the device's pt air path being compromised. Eval of the risk users associated with fire hazard included an assessment of the effectiveness in the device's design in mitigating this hazard. The device's housing, made of non-flammable materials conforming to (B)(6) standards, was concluded to have been effective in containing and resisting any substantial thermal involvement associated with the device's pca failure. The bi-level positive airway pressure (bipap) device is cleared for and intended to treat adult obstructive sleep apnea only. The loss of bipap therapy does not represent a significant risk of harm to the intended user population. The device is not intended for life support. Complaint records for the affected device were reviewed to determine if the issue identified in this report had previously occurred and resulted in an adverse event. The review determined that no reports or allegations of adverse events associated with this issue had been previously reported. Based on the investigation and these findings, the MFR concludes that no further action is appropriate.

Event description:
A durable (B)(6) returned a bi-level positive airway pressure device (bipap) to the MFR for an unspecified problem. During eval by the MFR's service center, the device was found to have suffered a thermal failure of two of the components on the therapy printed circuit assembly (pca). The heat generated by the component failure contributed to the enclosure of the device being compromised. There was no report of injury or harm. The device was further evaluated by the MFR's quality investigation lab. An external inspection of the device found thermal deformation and a small void or crack in the top enclosure. There was evidence of water ingress to the blower and the valve assemblies. Based on the appearance of the crack in the device enclosure, the MFR concludes that some amount of mechanical force had been applied to a thermally weakened area of the enclosure.